Event description:
Patient presented in the ER with shortness of breath. Echocardiogram confirmed lead perforation. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.